Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On 15th july 2022 getinge became aware of an issue with camera holder of one of our surgical lights ¿ powerled ii. As it was stated, the camera holder detached from the device during the operation. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence.

Manufacturer narrative:
According to the reporting timeframe we would like to provide the information about current status of the issue. Please be advised that it is being investigated. Additional information will be provided following the conclusion of the investigation. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 04/24/2020. Corrected h4 device manufacture date: 04/27/2020.

Event description:
Manufacturer's reference number (B)(4).

Event description:
On 15th july 2022 getinge became aware of an issue with camera holder of one of our surgical lights ¿ powerled ii. As it was stated, the camera holder detached from the device during the operation. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence.

Manufacturer narrative:
Getinge became aware of an issue with camera holder of one of our surgical lights ¿ powerled ii. As it was stated, the camera holder detached from the device during the operation. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification as the camera holder detached from the device what could be treated as a technical deficiency and it contributed to the event. The device was being used for patient treatment when the issue occurred. Comparing the number of claimed devices to the install base, we conclude that the failure ratio is low. As stated by the subject matter expert at the manufacturing site, the detachment between the aluminum cylinder and the handle support is probably due to mechanical shocks, collisions or excessive efforts. To prevent similar incidents: - during manufacturing the parts are degreased; - the quantity of the instant adhesive gel deposited is checked; - the adhesive bonding is checked by manual traction during the manufacturing; - the user manual (powerled ii IFU 01811 rev. 9, page 47) mentions to check the condition of the sterilisable handle. We believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident could have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 15th july 2022 getinge became aware of an issue with camera holder of one of our surgical lights ¿ powerled ii. As it was stated, the camera holder detached from the device during the operation. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury in case of event reoccurrence. Corrected b5 describe event or problem: on 15th july 2022 getinge became aware of an issue with camera holder of one of our surgical lights ¿ powerled ii. As it was stated, the camera holder detached from the device during the operation. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury in case of event reoccurrence.